Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be re-inserted into the right ventricular lead for repositioning. The lead was not used and a new lead was implanted.